Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Ervice & repair evaluation: the customer reported spring loaded ball fall off the drill guide during cleaning. The repair technician reported the green drill guide is missing ball and spring. Damaged component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: green drill guide,3.5mm lc-dcp drill guide. The item was repaired per the inspection sheet, passed synthes final inspection on 17-sep-2019 and the device is being scrapped due to no bom available. The evaluation was confirmed. The device was deemed serviceable and was scrapped due to no bom available, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: part: 323.350, lot: 8152596, manufacturing site: haegendorf, release to warehouse date: 13. Nov. 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review / investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and / or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during cleaning on an unknown date, the spring-loaded ball fell off the drill guide. There was no patient involvement. This report is for a 3.5 mm lc-dcp® drill guide neutral & load. This is report 1 of 1 for (B)(4).